Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over-infused during patient infusion. Nurse hung 1 g/100 ml acetaminophen as a secondary infusion per baxter protocol. Programmed pump to infuse 400 mg. Patient sent to radiology. Radiology technician reported non actionable beep on pump. When nurse went to get patient, entire bag of acetaminophen was empty. Primary infusion running as programmed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h2, h6 and h11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.